Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed as the photos only show unused tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the vacuum of the tube is weak and drawing blood volume is small."